Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had thermal damage to pulley cover. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained from site's clinical sales representative (csr): the reported maryland bipolar forceps instrument had a thermal damage that was identified in central processing after reprocessing. The instrument was inspected for damage prior to reprocessing. The instrument was inspected prior to use with nothing out of ordinary to be observed. The instrument was not inspected after the procedure, the issue was identified after reprocessing. Instrument did not arc and there was no injury to patient. The instrument was returned to isi for evaluation. There were no photographic images available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.